Event description:
It was reported that pump issued repeated cartridge alarms that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while planning to rely on alternate insulin method if necessary, and technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place pump in storage mode and return it within 10 days using provided materials; customer was also advised to update pump settings and reconnect continuous glucose monitor on replacement pump.